Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to motor error alarms. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed motor error. Customer reported that the drive support cap appeared normal. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer claimed that they received motor error three times for the last 30 days. The motor error happened again after they were attempted to navigate on alarm history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.